Manufacturer narrative:
Sensor kit expiration date is 31-aug-22. The medical event associated with this complaint occurred on 23-jan-23 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A caller reported a ¿replace sensor¿ error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms described as "unable to move and speak" and a loss of consciousness. The ambulance was called and upon arriving, the customer was able to self-treat with sugar and refused to be taken to the hospital. There was no report of third-party medical treatment as the customer was capable of self-treating. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿replace sensor¿ error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms described as "unable to move and speak" and a loss of consciousness. The ambulance was called and upon arriving, the customer was able to self-treat with sugar and refused to be taken to the hospital. There was no report of third-party medical treatment as the customer was capable of self-treating. No further information was provided. There was no report of death or permanent injury associated with this event.